Event description:
Unidentified particles observed in 150 ml reservoir bags (ref#: 204821) for the walkmed 350 vl pump supplied by infusystem (B)(6). On (B)(6) 2021 we noticed particles in 4 bags after drug had been added, and noticed particles in at least 2 bags fresh out of packaging, before anything had been added, so we are confident that the particles are originating from the bags. We returned these two bags to infusystem on 11/3/21 and informed them of our issue, and are waiting for their response. FDA safety report ID # (B)(4).